Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen lens was observed to be badly scratched. When the pump powered on, the display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the complaint the pump bolus button cover was found to be missing. The damaged button is obvious and detectable to the user and should alert the user to discontinue use of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display lens was badly scratched and the display screen as found to be faded and discolored. This report is made based on the results of evaluation from (B)(4) 2013.